Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the seal of the device was already opened. A mach1 guide catheter was selected for use. During unpacking, it was noticed that the seal of the device was already opened. No patient involvement was reported.

Manufacturer narrative:
Updated: device avail. For eval?, returned to MFR. On, device returned to MFR.?, device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned inside of the dust cover (box). Device analysis revealed the seal (sticker) on the dust cover was peeled up/broken. The inside pouch seals were not open/broken, only the dust cover was damaged. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the seal of the device was already opened. A mach1 guide catheter was selected for use. During unpacking, it was noticed that the seal of the device was already opened. No patient involvement was reported.